Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in order to download the data. When the pod was first attached to the power supply, a double beep was heard prior to pairing it with the master pdm and performing the beep test, indicating that the power supply awakened the pod for the first time. The download data confirmed this as the data showed that the pod was downloaded while in pod state 2, indicating that during the download process was the first time that the pod had been awakened. However, the pod was received with the fill rod shorting the fill sensor spring, indicating that the pod should have awakened on fill by the user. The low battery voltages prevented the pod from awakening on fill. Measurement of the shelf mode current found it to be out of specification at 58.03 microamps. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. The high shelf mode current contributed to the low battery voltages, which prevented the pod from awakening on fill and deploying the cannula as intended.